Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The chronic total occlusion target lesion was located in a moderately tortuous right anterior tibial artery. A non-bsc 4.5fr introducer sheath and non-bsc guide wire were inserted. The 2mm x 20mm x 142cm coyote es balloon catheter was selected and advanced to the target lesion. The balloon was inflated twice to 12 atm, three more times at 14 atm, a sixth time at 12 atm, before rupturing at 12 atm during the seventh inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).